Event description:
A sales rep. Reported that the sensor readings were not concurrent with the situation of the patient. Sales rep and surgeon believed sensor was faulty. It was removed from use. Further information was requested by device manufacturer-diametrics medical limited. In january 2002, sales rep reported that surgery has gone well. O2 numbers were high, but then continued on downward spiral during next few hours from 110 to 70 to 1 or 0. Sensor removed and discarded by hospital.